Event description:
The customer was hosptalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition a fixed prime test was performed and the insulin exited. Instructed the customer to change the set and use manual injection as per md protocol. Also the customer stated that they found the cannula was bent when they changed their infusion set before going to the hosp.